Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt reported that the pt programmer would not power on even after they put in brand-new batteries. The pt confirmed they were using appropriate batteries. The pt could hear the patient programmer beeping after they removed the batteries and re-inserted them, but the screen remained blank. The issue was not resolved. An email was sent to the repair department to replace the pt programmer.

Manufacturer narrative:
H3: analysis of 37642 programmer (serial# (B)(6)) revealed " no anomalies were observed and device tested ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.